Event description:
Patient began to experience pain in 2003, x-rays were taken and there were radioluscent lines around the cement. X-rays showed a gap between the femur and stem. During the revision surgery it was discovered that the stem had debonded from the cement and the cement had debounded from the bone. The stem came out fairly easily and the cement came out in one piece except for the cement plug was more difficult to remove, but the agent advises this is not unusual.